Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent vaginal mesh excision and cystoscopy on (B)(6) 2011 due to pelvic pain, vaginal pain, dyspareunia, and mesh erosion. It was reported that the patient underwent vaginal mesh excision on (B)(6) 2011 due to pelvic pain, vaginal pain, dyspareunia, and mesh erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient underwent mesh implantation in order to treat stress urinary incontinence, rectocele and enterocele. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that the patient underwent vaginal mesh excision and cystoscopy on (B)(6) 2011 due to pelvic pain, vaginal pain, dyspareunia, and mesh erosion. It was noted on (B)(6) 2011 that ¿20 minutes was spent reviewing her normal CT scan and also discussing that the monarch suburethral mesh was the eroding mesh and not the other mesh.¿ it was reported that the patient underwent vaginal mesh excision on (B)(6) 2011 due to pelvic pain, vaginal pain, dyspareunia, and mesh erosion. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted concurrently with cystoscopy, due to sui, rectocele and enterocele. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient underwent vaginal mesh excision and cystoscopy on (B)(6) 2011, due to pelvic pain, vaginal pain, dyspareunia, and mesh erosion. It was reported that the patient underwent vaginal mesh excision on (B)(6) 2011, due to pelvic pain, vaginal pain, dyspareunia, and mesh erosion. No additional information was provided.